Event description:
It was reported the bottom screen is not working. It was also reported pixels are missing on the lower display. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of electrical specification (missing pixels). Analysis also found one bail cover is broken, one case screw is missing, ring is bent, and keyboard is scratched. (B)(4).